Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, damage to the ac connector was observed. The device's ac connector cable was replaced to address the issue.